Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was fixated and exhibited a lack of current of injury and low increase in pacing impedance. The lp was repositioned but was unable to be fixated. The lp was removed and procedure stopped. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of low impedance, positioning failure, and use of device problem were unconfirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the outer helix was compressed out of specification and no anomaly was noted on the inner helix. The outer helix compression is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including impedance measurements, found no anomaly contributing to reported event of an impedance problem.